Event description:
Same cases as: 2134265-2015-03011 and 2134265-2015-03012. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), a 100v ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter. During the procedure, the motordrive unit 5 plus stopped performing automatic pullback. The procedure was completed with this trouble. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).